Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed. The root cause of the complaint was not determined. Baxter will continue to monitor similar reports to determine if further actions are required

Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240( air in line) on the home choice (hc) device during use during dwell. The baxter technical representative (tsr) had the home patient (hp) cycle power to get se 2367 and cycle power again. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510k number will not be provided in the emdr, because the product and lot number is unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.